Event description:
The physician was attempting to implant a 2.75mm diameter x 26mm length integrity rapid exchange (rx) coronary stent to treat a lesion in a severely calcified rca. The lesion was pre-dilated with a 2.0mm non-medtronic balloon at 14 atm's. Pre-dilation of the lesion was reported to have been incomplete. Following pre-dilation, the physician attempted to re-position the stent delivery system. At this stage, it was noted that the stent was not present on the stent delivery system. The stent had dislodged in the arteria iliaca. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (severe calcification), (stent embolism). Conclusions: (severe calcification). Device eval: the device was bent and wavy. The distal tubing was kinked 13.0cm proximal to the balloon bond. The distal tip was slightly frayed. Crimp impressions were evident along the body of the balloon. The proximal pillow was intact. The balloon folds were partially opened along the length of the balloon. Cine image eval: review of the cine images confirmed that the rca was diffusely diseased, exhibiting severe calcification. The images confirm that the mid rca was pre-dilated, but the pre-dilatation was not effective in fully opening the stenosis. The images confirmed the presence of a dislodged stent in the peripheral vasculature. No images were provided showing the attempted delivery and withdrawal of the integrity device.